Event description:
It was later reported that the programming error occurred due to a misunderstanding of the requested bolus dose. The catheter volume was 0.226 mls (452mcg baclofen). The hcp ordered a bolus of 500mcg. This 500mcg was added to the priming bolus, rather than programmed as the total bolus (452mcg prime plus 48mcg additional dose). Therefore, 952mcg was programmed over 29 minutes. This should have been 500mcg total. The pump programming was checked by the hcp and then updated the pump. The error was not identified until signs of overdose appeared. The programming error was a misunderstanding error from the verbal dose request; the dose was entered as interpreted (incorrectly) and not picked up on review.

Event description:
Additional information received reported that the programming error was an over infusion in the priming bolus of 445mcg. A priming bolus of 945mcg was programmed, rather than 500mcg. The programming error was not resolved because it was not identified until after the bolus was delivered.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0206332055, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the catheter was explanted the day of report and there were unclear issue with the drug delivery. It was stated that prior to the day of report the patient experience an increase in spasticity and pain over the past few weeks. It was noted CT scans were performed prior to the explant but were inconclusive. It was stated the new catheter was placed and the patient dose was changed. It was noted the patient was also given a ¿one-off¿ bolus along with the priming bolus and the patient exhibited overdose symptoms. It was stated the patient was intubated in the hospital¿s ICU. It was noted the pump was then set to minimum rate. The patient status was noted as recovered, but not fully. The pump was used to deliver baclofen. Additional information reported that programming error was the cause of the overdose. It was reported the patient had recovered.

Event description:
Additional information has been requested to provide clarification as to the programming error. No further information was received at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, lot# 0207502915, implanted: 2014 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).